Manufacturer narrative:
Device was used for treatment, not diagnosis. Ethnicity/race was not reported. (B)(4). Expiration date = na. Lot number = not reported. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. (B)(4) - part of recall number z-1205-2018. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A (B)(6) female patient, (B)(6) reported that in november she used a band aid hurt free wrap and had an allergic reaction to her skin. She put the wrap on after her procedure and her skin began to itch.